Event description:
Information received by medtronic indicated that, customer experienced hypoglycemia with a blood glucose value of 41 mg/dl at the time of the event. The customer treated hypoglycemic event with food intake. No symptoms related to the event was reported. Troubleshooting was performed and found that the auto mode feature was not active at the time of the event and insulin pump system was used within 48 hours of the reported event. No further patient complications were reported. Customer will discontinue use of the device and insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Updated narrative: the insulin pump was returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged insulin flow blocked alarm and low bg's found on (B)(6) 2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2022 12:27:26.000 in pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and minor scratches on lcd window. In summary, customer allegation for insulin flow blocked alarm was not confirmed. Unable to confirm low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.